Event description:
It was observed that during the device evaluation, the sonicbeat front-actuated grip exhibited an intensively worn tissue pad. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to intensively wear out. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing an error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.